Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead had placement difficulty and exhibited high thresholds and high impedance. It was further reported that the helix doesn't come out properly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal end/electrodes of the lead were bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead distal end bent and helix bent preventing torque transfer to the helix when the is-1 pin is rotated. If information is provided in the future, a supplemental report will be issued.